Event description:
A healthcare facility in (B)(6) reported that the front fascia of an iw920 mobile infant warmer was damaged, and requested a repair. During repair and servicing of the infant warmer, a fisher & paykel healthcare technician found that the power failure alarm was not working on the unit..

Manufacturer narrative:
(B)(4). Method: the defective infant warmer was received at our office in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Results: the technician found that the warmer unit had sustained physical damage to the outer casing and front fascia. During testing, it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was found to be the failure of a capacitor on the power board. Conclusion: the subject infant warmer unit is about eleven years old; it is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint warmer did not reveal any discrepancies. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a device repair and maintenance check with no patient involvement. The infant warmer was repaired and a new capacitor fitted to the pcb. An operational performance and safety test was then conducted. The unit is now back in service. Device repaired and returned.